Event description:
On (B)(6) 2024, neuropace and the treating doctor observed an impedance issue on the depth lead located in the right anterior thalamus. Live recording showed high impedances and impedances reading "unable to measure." The timing of this change aligns with a fall reported by a patient. The physician suspected a lead fracture. A lead revision was completed on (B)(6) 2024.

Manufacturer narrative:
(B)(4). Review of the lead ecog data is suggestive of a lead break. The explanted product was not returned to neuropace for analysis.